Event description:
A home pt's family member contacted baxter's technical service center regarding a check lines and bags message that appeared on the display of the homechoice machine during the prime cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt was connected to the pt line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. It was reported that the home pt was later hospitalized for low blood pressure. No further details are available at this time.